Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results, the returned cre pro wireguided dilatation balloon was analyzed, and a visual evaluation noted no damages. Functional testing was performed and found a pinhole in the catheter located approximately 75 mm from the tip of the device, which was confirmed during microscopic inspection. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was unable to be confirmed. The returned device was inspected, and functional testing revealed a catheter pinhole located approximately 75 mm from the device tip. It is possible that the pinhole found in the catheter occurred due to procedural factors such as interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or after the procedure could have caused the pinhole on the catheter. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the upper during a dilation procedure performed on (B)(6) 2024. During the procedure, the balloon popped. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the upper during a dilation procedure performed on (B)(6) 2024. During the procedure, the balloon popped. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.